Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
According to dentist, the patient started whitening wednesday night ((B)(6) 2016). The very next morning, the patient woke up with swollen lips and sensitive gums. Dentist advised the patient to discontinue whitening indefinitely, and then contacted evolve on wednesday ((B)(6) 2016) to ask what might cause this sort of reaction. Dentist said the patient returned to normal within 48 hours, and was waiting to hear back from him on how to proceed (she wants to continue whitening). Informed dentist about the possible allergy to the desensitizer. Advised dentist to inform the patient to discontinue use of the kor desensitizer permanently, and that she can continue whitening without use of the kor desensitizer since she has returned to normal. Followed-up with dentist on (B)(6), he reported that after discontinuing use of the kor desensitizer, the patient's symptoms were gone within 48 hours. Since that time, the patient has resumed whitening without using the kor desensitizer and has had no further issues.